Event description:
Patient shocked when using continuous passive motion device for physical therapy treatment on knee.

Manufacturer narrative:
The device was evaluated by our engineering department. Engineering found damage to power cord. Power cord was cut in several places. Ground wire disconnected. Power cord was replaced, wire was reconnected, device performed to normal specifications.